Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv separated before use. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20073103. It was reported that product arrived in separate pieces, instead of in one piece. Per customers words: "infusion set should come all connected and it came in two pieces."

Event description:
It was reported that as lvp 20d dehp 3ss cv separated before use. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20073103. It was reported that product arrived in separate pieces, instead of in one piece. Per customers words: "infusion set should come all connected and it came in two pieces."

Manufacturer narrative:
H.6. Investigation: the customer returned the top half of the separated sample. Under the microscope, it was determined that insufficient solvent was applied to the outside of the tubing. The root cause of the issue is insufficient solvent. A device history record review for model 2426-0500, lot number 20073103 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.